Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a spine procedure, the site was unable to take a 3d spin with the imaging system. In trouble-shooting, they were able to shoot 2d, however, the imaging system would not take 3d images. The exact contents of the error message were not provided, it is thought it may be a framerate error message. A system re-boot did not resolve the issue. There was a delay of approximately one hour. The surgeon opted to continue and completed the procedure with the use of the navigation system and the imaging system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. (B)(4) 2015 - a medtronic representative, following-up at the site, reported that the framerate message occurs when attempting to take a 3d spin, and that the accuracy error message shows up after taking a 2d or a 3d image. Return requested. Replacement pleora shipped to site. Suspect device returned to manufacturer for analysis on (B)(4) 2015; currently under analysis. Return requested. Replacement device shipped to site. Suspect cable has not been received by manufacturer for analysis. (B)(4) 2015 - a medtronic representative performed an imaging system check-out, all areas passed. Replaced pleora, and umbilical cable, for the frame rate error messages, and 3d termination faults. Tested 3d spins with radiographic technologist (rt), and medtronic representative . O-arm system performed as intended.

Manufacturer narrative:
Medtronic investigation of returned suspect pleora finds that the reported issue could not be confirm. Pleora box was installed in the test system and ran without any issues. Reported problem was due to defective umbilical cable returned along with this part. Medtronic investigation of returned suspect interface (umbilical) cable finds that the reported issue was confirmed. Bench testing results on the validator find cat 5 cables for both gbit and 100t are unreliable. Gbit test fails on validator reliably. 100t fails intermittently if wire harness is flexed. The reported event was confirmed to be caused by an electrical failure mode. As previously reported, the parts were replaced to resolve the issue. No further issues reported.